Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data were collected from the device and analyzed. There were no anomalies found with the battery voltage. As of (B)(6) 2011, battery voltage appears stable at 2.88 v. The device was also returned and analyzed. The device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data were collected from the device and analyzed. There was no anomalies found with the battery voltage. As of (B)(6)-2011, battery voltage appears stable at 2.88 v.

Event description:
It was reported the caller was concerned about battery voltage approximately less than one year post implant. The device was implanted approximately 17 months after the manufacturing date. Voltage at implant was 2.9 volts and current voltage is 2.88 volts. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the caller was concerned about battery voltage approximately less than one year post implant. The device was implanted approximately 17 months after the manufacturing date. Voltage at implant was 2.9 volts and current voltage is 2.88 volts. It was later reported the device reached elective replacement indicator status and it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was no anomalies found with the battery voltage. As of (B)(6) 2011, battery voltage appears stable at 2.88 v.